Event description:
Deeply cut into mouth [mouth injury] gum recession [ gingival recession] sore, pain - mouth [oral pain] bristle heads broke apart while in use [device breakage]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk the bristle heads of an oral-b brushhead, version unk broke apart deeply cutting into his mouth. He reported his mouth was still sore, in pain, and his gums had receded.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.